Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Customer loaded a new cartridge and received another inaccurate fill estimate. Tandem technical support assisted customer in reloading the cartridge and received the same inaccurate fill estimate reading. Customer met with a tandem clinical diabetes specialist (cds) who identified that the customer's fill process was the possible cause for the inaccurate fill estimates. Cds walked customer through the fill process. Customer was able to obtain a correct fill estimate reading. Customer verbalized understanding that the screen will show actual units insulin remaining in the cartridge after 10 units are delivered. Customer was satisfied. Customer reported a decline in blood glucose (bg) level but stated it was not due to pump related issue, it was a common occurrence. Customer is working with healthcare provider regarding reason. Customer declined bg trouble-shooting stating that "he was fine not to worry and that he would drink his high sugar juice.

Manufacturer narrative:
Pump data was reviewed and showed that the customer utilized the extended bolus feature multiple times a day with the food bolus. Data showed continuous occlusion alarms during bolus deliveries. When insulin on board is not calculated correctly by the user, the bolus feature and insulin on board being used in sequence could contribute to a low blood glucose (bg) level. Pump logs did not record any low bg levels. Pump data showed no evidence of a device malfunction.